Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The gauge needle was at out of scale when received, it was inoperative. Residues of contrast was noted around the gauge which is evidence of use. No other visual defects were encountered in the device.

Event description:
It was reported that there was no pressure gauge reading. The target lesion was located in the superficial femoral artery. An encore 26 inflation device was selected for use. During the procedure, upon inflation, it was noted that the inflation device would not show atmospheric pressure and the dial would not register. The procedure was completed with another of the same device. No complications were reported and the patient was stable post procedure.

Event description:
It was reported that there was no pressure gauge reading. The target lesion was located in the superficial femoral artery. An encore 26 inflation device was selected for use. During the procedure, upon inflation, it was noted that the inflation device would not show atmospheric pressure and the dial would not register. The procedure was completed with another of the same device. No complications were reported and the patient was stable post procedure.